Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app issue occurred. Data was provided for investigation. An app crash was found in connection to the allegation. Confirmation of the complaint was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.